Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. (B)(4).

Event description:
It was reported that a clinical patient underwent an initial right partial knee arthroplasty on (B)(6) 2010. During a follow-up on (B)(6) 2010 the patient was reported to be healing well; however, what appeared to be a bug bite was noted in the anterior proximal tibia a few centimeters from the incision. On (B)(6) 2010, the patient experienced nausea, vomiting, and a fever. The next day, the patient developed blood in the urine, and was admitted to the hospital with a fever, possible urinary tract infection, and sepsis. On (B)(6) 2010 the patient's knee became painful, swollen, and red. On (B)(6) 2010, the knee wound had opened and purulent fluid was drained. On (B)(6) 2010, the wound had opened, was draining serous type fluid, and was swollen. The patient underwent an irrigation and debridement procedure due to infection. During the procedure, purulence, hematoma, and yellow-green fluid were noted. The bearing was removed and replaced. All other components were noted to be well-fixed.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. Surgeon didn't approve for return.